Event description:
The customer's mother called stated that the sensor was not working. Customer was not available to troubleshoot. Advised to customer we need to troubleshoot to find out which alarm stopped the sensor from sending data to ensure it is not a continual issue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.